Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead (only distal portion) was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at distal region of the lead consistent with friction to another device or feature of the patient anatomy. The cause of the external insulation abrasion is consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
H5.